Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement

Event description:
Case #: 00858135 case subject: npi 8015 did not communicate with system maintenance software account name: texas health presbyterian denton account #: 10038247 asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n asset location: contact: kerry snape contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: kerry had a pcu8015 sn 15279170 did not communicate with system maintenance software failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: kerry confirmed the same pcu, communication cable and usb adapter (USA-19hs) worked with his co-worker's lap top. But it would not work with his. I remote in to kerry's lap top. It appeared to be usb driver was already install. I was going to un-install and re-install usb driver. But kerry did not have administrative right on his laptop. I advised kerry to contact his it for further assistant with usb driver install or any other issue with his comm port.